Event description:
Major pump unit(s) involved: external control system failure; additional text: internal percutaneous lead fracture; specific component(s) involved: driveline malfunction; additional text: internal percutaneous lead fracture; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of driveline; replacement of pump; other intervention:; implant device type: lvad; malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failure. Specify component(s) involved: driveline malfunction.